Manufacturer narrative:
Correction: h6 type of investigation, investigation findings, and investigation conclusions codes updated to reflect up-to-date information.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Date of event is estimated.

Event description:
It was reported that the patient had a fall, and the patient experienced ipg site pain. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.